Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that there was an issue with shallow dent on the intermediate splint. There were dents of the intermediate splint on the upper canines, midline incisors and lateral incisors were too shallow for the surgeons to visualise the intermediate bite. Accompanied with the blood staining during the surgery, the splint was in the end deemed unusable. Staff proceeded to navigate with final splint instead. Additionally, there were issues with some constricted holes of the mandible cutting guide. The 2 holes of the mandible cutting guide was commented to be constricted upon the entry of the drill bit, and the team was not able to insert the drill bit smoothly through the barrel. Surgeons had to force drill through constriction within the hole barrel and this had caused a breakage of a drill bit tip. The surgical team ended up having to spend additional time retrieving a small broken tip inside the suction collector, and exhausted additional drill bit for the procedure. There was no patient harm. Surgical delay was reported. The surgery was nevertheless able to be completed with success. No revision will be needed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.